Manufacturer narrative:
Physician reported by email that air bubbles were seen on the CT cardiac scan images after injection with the CT y-tubing connecting line on several unknown patients. None of the patients showed any symptoms. A reported protocol of 90 ml (5 ml/sec contrast 40 ml, 5 ml/s saline 15 ml, 5 ml/sec saline for patency check). Contrast was optiray 350 125 ml. Qa investigation shows that no injector malfunction and no patient injury were reported during this incident. No service request was issued by the customer and no service was performed related to this issue. Unit remains in service. The history search shows that a preventative maintenance was performed on this unit in (B)(6).

Event description:
Physician reported by email that air bubbles were seen on the CT cardiac scan images after injection with the CT y-tubing connecting line on several unknown patients. None of the patients showed any symptoms. An optivantage injector was used with a protocol of 90 ml (5 ml/sec contrast 40 ml, 5 ml/s saline 15 ml, 5 ml/sec saline for patency check). Contrast was optiray 350 125 ml.